Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One (1) osseotite xp® miniplant® 3.25/4 x 10mm (os3210) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Bone/tissue can be seen attached to the implant external threads. The device history record (DHR) was not available electronically for the subject lot number (501565). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a tip qa nc database was used for non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. Complaint history review was performed for the reported lot number (501565) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient went to the dental practice with mobility in the crown and doctor noticed the implant was fractured. Implant was removed.